Event description:
2002 customer alleges patient was cut 3 times on the foot due to a sharp edge on a hill-rom overbed table. Customer also alleges that patient is being treated for injuries and infection due to these sharp edges.